Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. No frozen screen noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was just sitting, and her insulin pump kept on alarming and could not stop beeping, she only saw the medtronic logo on the screen, before this happened, she got a message to replace battery and she also noticed a crack on her insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.